Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included bleeding genital, fibrocystic disease of breast, cholecystectomy, breast biopsy, hysteroscopy, d & c, myomectomy, endometrial ablation, uterine bleeding, menorrhagia, fibroid uterine degenerated and vaginal bleeding. Previously administered products included for an unreported indication: oral contraceptives, provera and nausea. Concurrent conditions included chronic cervicitis, endocervical squamous metaplasia, ovarian cyst and umbilical hernia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy and endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and pelvic pain to be related to essure. The reporter commented: date of insertion 2008 (per mr) diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus, cervix, bilateral fallopian tubes: resected uterus with attached cervix and attached bilateral fallopian tubes demonstrating chronic cervicitis with squamou s metaplasia an 0 nabothian cyst forma tion,weak proliferative-type endometrium, bilateral fallopian tubes showing bilateral metallic spring tubal implants, bilateral paratubal cyst formation. Ultrasound scan - on (B)(6) 2016: thickened endometrium, emb was negative in the office,. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included bleeding genital, fibrocystic disease of breast, cholecystectomy, breast biopsy, hysteroscopy, d & c, myomectomy, endometrial ablation, uterine bleeding, menorrhagia, fibroid uterine degenerated and vaginal bleeding. Previously administered products included for an unreported indication: oral contraceptives, provera and nausea. Concurrent conditions included chronic cervicitis, endocervical squamous metaplasia, ovarian cyst and umbilical hernia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy and endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and pelvic pain to be related to essure. The reporter commented: date of insertion 2008 (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus, cervix, bilateral fallopian tubes: resected uterus with attached cervix and attached bilateral fallopian tubes demonstrating chronic cervicitis with squamous metaplasia an 0 nabothian cyst formation,weak proliferative-type endometrium, bilateral fallopian tubes showing bilateral metallic spring tubal implants, bilateral paratubal cyst formation. Ultrasound scan - on (B)(6) 2016: thickened endometrium, emb was negative in the office. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical records received. Reporter, medical history, concomitant drug, lab data, historical drug and rcc added. Event hysterectomy was replaced by pelvic pain. New event endometrial ablation was added. Removal surgery details were added. Date of birth updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy (full)') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal done via hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received. Reporter information added. This case become incident. Previously reported event injury to herself were updated hysterectomy (full). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.